Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This oversensing resulted in inappropriate mode switch. It was also reported that the lead had previously exhibited under sensing. Programming changes were completed but did not seem to resolve the noise issue. The lead will continue to be monitored as noise is suspected to be due to an external source. The patient was stable and asymptomatic.